Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesions were located in the mid right coronary artery (rca) and distal rca. A 2.5 x 28mm synergy drug-eluting stent was successfully deployed into the mid rca and was post-dilated with a 3.00mm high pressure balloon catheter. After that, the guide wire was removed and a final picture was taken. Upon reviewing the image, the physician then decided that the distal rca also needed to be addressed, so the guide wire was crossed again to the lesion. Subsequently, a 2.5x16 synergy drug-eluting stent was then advanced to treat the distal rca. However, upon entering the rca, the device caught up with the previously implanted synergy stent in the mid rca. The physician attempted to reposition the device to cross the implanted stent in the mid rca and felt resistance. Upon viewing the fluoroscopy, the physician stated that the 2.5x16 synergy stent starts to slip off the balloon and therefore decided to deploy the stent inside previously implanted stent in the mid rca. A 2.5x16 promus premier drug-eluting stent was then crossed the mid rca with a little resistance and was successfully deployed in the distal rca. No patient complications were reported and the patient's status was well.